Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 350 mg/dl at the time of incident. Customer reported they treated their blood glucose with 10 units and later, another 15 units of insulin. The customer also reported their blood glucose declining to 39 mg/dl. The customer reported they were able to treat for their low blood glucose. Troubleshooting did not occur for the insulin pump. Customer declined to return the insulin pump for analysis.